Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_cath, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal therapy via an implantable pump. The drug, dose, and concentration were unknown. It was reported that there was a leak in the catheter, and the patient ended up in the hospital. The event date was unknown. No out of box failure was reported. No medical or therapy problem associated with small parts was reported. There were no further complications reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.